Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a rep dreamstation bipap autosv device's sound abatement foam. The patient has alleged black residue/particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a rep dreamstation bipap autosv device's sound abatement foam. The patient has alleged black residue/particles. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found and during the evaluation no secondary findings was observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. Box h: evaluation method code, evaluation results code, remedial action init (rfb), recall (z) number (rfb) and conclusion code grid has been updated. Box d: common device name updated.